Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history review is not available as device is older than seventeen years. According to procedure the documents for instruments have to be stored for 10 years. A manufacturing evaluation was completed: drill bit was received with one of the cutting edges broken. The tip of the drill bit is broken (one cutting edge of three) as reported. We cannot determine the exact cause, but could be a number of factors. Either the article came in contact with a hard surface, or was misused but the most likely reason is that the drill bit was already worn and snapped off during use. This article was produced in may 1997, over 17 years ago, so has been in circulation for a very long time. These drill bits should be inspected before use. Instruments are subject to normal wear and that the instruments after ten years would be replaced by new products. No product fault could be found. Date of birth reported as 1922, day and month unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 10mm drill tip broke. The tip was left in patient. There was no patient harm or any report of a surgical delay. This report is 1 of 1 for (B)(4).